Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual inspection identified that one of the drill bits had circumferential damaged right before the bit starts. Other drill bit was found to be free of damaged. During device functioning testing, both drill bits were tested with the returned guide, and only the damaged drill bit had difficulty to passing through the right guide of the 13 mm guide. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On 03/02/2022, it was reported by an arthrex employee via sems that an ar-8717g-02 dynanite® staple parallel drill guide and qty. 2 of an ar-8717d-02-ru dynanite® staple drill bit had an issue. The arthrex employee became aware on 02/15/2022, that during a procedure on (B)(6) 2022, the drill and guide sleeve were locked in the middle of the drill. Used a new product and the case was completed with no patient harm. This occurred during use with no impact to the patient.